Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the 3.2 proximal reamer and gold tip wire broke inside the mid shaft of the patients fibula. The surgeon was able to removed the 3.2 proximal reamer from the patient but was unable to remove the tip of gold wire that broke. The surgeon then opted to plate the fibula due to this issue.